Event description:
It was reported that, during the ureteral lithotomy procedure using a polaris ultra ureteral stent, when the ureteral stent was placed using the guide wire, the guide wire was stuck and could not be withdrawn smoothly.

Manufacturer narrative:
Block h6: device problem code c070601 captures the reportable investigation results of stent bent. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was kinked. Additionally, the suture and positioner did not return. A functional inspection was performed and showed a mandrel 0.039 was loaded into the device and no resistance was felt. During magnification, it was also observed closely that the bladder coil kinked. A media analysis was performed, it was observed the device being placed with the guide wire and showed resistance when tried to withdraw. Based on the product analysis of the bladder coil kinked, it is possible to concluded that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being kinked. Consequently, affects the performance of the device. Therefore, the as analyzed code will be "adverse event related to procedure". Furthermore, the reported problem of stent delivery system difficult to advance could not be ruled out that some conditions related to the guidewire may have caused the "difficult to advance" problem. In regards the stent, since no resistance was felt, no problem detected is the as analyzed cause code. Therefore, the most probable root cause for this event is "no problem detected" since after functional inspections in the complaint device, it was not possible to identify any evidence the alleged malfunction.